Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after several attempts on connecting the load to the stapler, the load does not connect to the stapler. They open a new stapler, but did not function. They open another load and the connection were restored. There was no patient injury reported.